Manufacturer narrative:
Failure event observed during analysis. Analysis confirmed that the transmitter would not power up, upon opening the adapter the main printed circuit board revealed burns marks. (B)(4).

Event description:
It was reported that the transmitter exhibited no power, the patient removed prongs, tabs are green, put prongs back on and plug the power back into the power strip, no power. Another outlet was tried with the same results.